Event description:
It was reported that patient experienced difficulty inserting and removing cartridges without using a tool, trouble sliding cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.